Event description:
It was reported that a pt had fallen a couple months ago, and had landed on his pump. The pt developed a wound that was irritated by clothing, and eventually had eroded through his skin. Infection was noted. The pump and catheter were explanted, and the pt had recovered without sequela. Morphine was noted to have been administered via the pump. The concentration and dose rated were not reported.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.